Event description:
During an in-clinic follow-up, an increased in capture threshold which resulted in loss of capture (loc) was observed on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead. The patient was stable.